Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info becomes available a supplemental report will be submitted.

Event description:
Customer filled cartridge with 200 units of cold insulin but received an alert indicating there was less than 50 units. Reportedly there was no impact to the customer's blood glucose levels.